Event description:
The customer reported to olympus the evis exera iii colonovideoscope relayed a scope error (error e315). The customer reported the device issue was identified during preparation for use. No adverse effects to patient reported.

Manufacturer narrative:
No device was returned for evaluation. The olympus medical technical assistance center contacted the customer for troubleshooting. The customer was instructed to verify the video cable (part maj-1430) connected the scope to the processor, then power the processor down, disconnect the scope and clean and dry the electrical contacts. Once these actions were taken and the device was powered back on, the error code did not recur. The customer was instructed to check the scope switch settings and capture a test image; the test image was captured to processor memory and the device was determined to be functioning as expected. No further action was taken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.